Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6. The following information was requested but unavailable: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure date of index surgical procedure? On what tissue was the suture used? What tissue dehisced? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture tied (square knot or multiple knots one end)? Onset date/time of dehiscence? (# post op days). What is meant by ¿no foreign body residue¿? Please explain. Please describe the appearance of the suture during the second procedure. Did the suture break post-op? Were there any precipitating patient stress factors for the wound cracking? What was the patient doing when the wound cracking/explosion occurred? Was there a deficiency of the silk suture that caused for contributed to the wound dehiscence? How is the suture related to the wound cracking? What was the volume of blood loss? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement and during any re-operation? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status?

Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available. H6: component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. Date of index surgical procedure? On what tissue was the suture used? What tissue dehisced? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture tied (square knot or multiple knots one end)? Onset date/time of dehiscence? (# post op days) what is meant by ¿no foreign body residue¿? Please explain. Please describe the appearance of the suture during the second procedure. Did the suture break post-op? Were there any precipitating patient stress factors for the wound cracking? What was the patient doing when the wound cracking/explosion occurred? Was there a deficiency of the silk suture that caused for contributed to the wound dehiscence? How is the suture related to the wound cracking? What was the volume of blood loss? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement and during any re-operation? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status?

Event description:
It was reported that patient underwent a procedure on the hand on an unknown date and suture was used. The patient underwent suturing at the hospital due to a 3cm hand cut. Post-op, the patient's wound "cracked" (exploded) while working, with continuous bleeding and local redness and swelling. Upon the doctor's physical examination, the wound on the palm side of the right hand was completely cracked (1cm wide), with fresh bleeding and slight blackening of the edge (with a small amount of necrosis), and no foreign body residue. The patient had poor wound healing and inflammation. The doctor pressed the wound with sterile gauze to stop the bleeding and disinfected the hand with iodine. A local injection of lidocaine anesthesia was given, blood routine examination (normal hemoglobin) was done. Intraoperative procedure (30 minutes): 1. Debridement: remove the original residual suture, rinse the wound with physiological saline, cut off 0.2cm of necrotic skin at the edge, and expose the fresh wound. 2. Hemostasis: one small blood vessel was found to be oozing blood, and a fine suture was used to ligate and stop the bleeding. 3. Suture: use sutures to suture the subcutaneous tissue (close the dead space), and then intermittently suture the skin with sutures to ensure edge alignment. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: the patient has been discharged smoothly currently, and no subsequent adverse event report has been received.